Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on date (B)(6) 2011 at 22:25 with an ultrafiltration volume of 1811 ml during cycle 4. Largest prescribed fill volume is 2500 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device failed hc rite functional testing but passed the rite electrical safety analyzer test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred.